Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# unknown, product type: catheter. (B)(4).

Event description:
It was reported that an x-ray showed 3 different fractures of the catheter. It was later reported that the patient experienced withdrawal. A catheter revision was done ¿in the 90s¿. Additional information has been requested, but it was not available as of the date of this report.